Event description:
It was reported the surgeon observed a crack on the rear haptic of the intraocular lens after implant. As the lens was being removed from the patient's eye, the haptic came off as it was being pulled. The manufacturer was not able to confirm if the incision was enlarged to remove the lens. There was no patient injury.

Manufacturer narrative:
The lens was not received for analysis. Prior to release the lens met all manufacturing specifications. Our investigation into this event is inconclusive. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Lens not received.

Manufacturer narrative:
Evaluation of the returned lens was conducted using a microscope under 10x magnification. Visual examination found that the optic of the lens is cracked at the top of the loop (haptic) and one of the loops (haptics) is detached. Review of manufacturing processes and controls finds that the lens is visualized under 10x magnification to inspect for (B)(4) standards for proper loop (haptic) attachment. Prior to release, this device met our specifications. Further information provided by the surgeon indicated that while removing this lens from the patients eye, the loop reportedly came off because it was being pulled. It is therefore understood that the lens did not present this condition prior to the insertion process. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and / or conclusion of this report another supplemental report will be submitted. Placeholder.